Manufacturer narrative:
Method: device not returned;results: the device was not returned and a lot code was not provided. The surgeon does not believe that the screw backed out. Based on review of the provided x-rays images it cannot be confirmed that the screw backed out.conclusion: a plausible root cause of the reported event could not be identified because it cannot be confirmed that the screw backed out.

Event description:
It was reported that; on postoperative day 9, the man was bending forward and reported a sudden onset of severe low back pain and recurrence of his original radiculopathy. A CT scan on readmission revealed a fracture through the sacral promontory, with significant anterior listhesis of l5 on s1 and pull out of the inferior s1 screw. An urgent revision surgery was performed using intraoperative navigation to place the percutaneous pedicle screws and restore the initial correction of the spondylolisthesis.

Event description:
It was reported that; on postoperative day 9, the man was bending forward and reported a sudden onset of severe low back pain and recurrence of his original radiculopathy. A CT scan on readmission revealed a fracture through the sacral promontory, with significant anterior listhesis of l5 on s1 and pull out of the inferior s1 screw. An urgent revision surgery was performed using intraoperative navigation to place the percutaneous pedicle screws and restore the initial correction of the spondylolisthesis.